Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant of a leadless implantable pulse generator (ipg), the patient experienced severe pacemaker syndrome and discomfort. It was further reported that the leadless implantable pulse generator (ipg) was unable to adequately track each p wave. Reprogramming occurred. Medication was prescribed. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.